Manufacturer narrative:
There is no suspected device failure. There is no evidence that a baylis medical device caused or contributed to the reported incident. However, as the baylis device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A physician reported consulting on a case in which the nrg transseptal needle was used to create an atrial septal defect (asd) in a patient. During the case, the physician attempted to cross with the nrg transseptal needle from both a superior and inferior approach but was unsuccessful. The patient was sent home with a flutter ablation. Later, the patient became more unwell. The patient was sent for an echocardiogram by their general practitioner and was found to have a very large asd. It was thought that this was due in part to use of the rf needle. There is no suspected device failure. There is no evidence that a baylis medical device caused or contributed to the reported incident. However, as the baylis device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.